Event description:
It was reported that the patient underwent a lead revision. The initial implanter had placed the leads in the foramen magnum, which was "killing" the patient. The pain was worse than the reason for implant. The physician pulled the leads down during the revision. The revision was noted to have gone well.

Manufacturer narrative:
Product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead . (B)(4).

Manufacturer narrative:
(B)(4)